Manufacturer narrative:
.

Event description:
Physician was performing an ICD lead removal using the spectranetics clears (cardiac lead removal system) including the spectranetics cvx-300 excimer laser system with sls ii laser sheath and lld (lead locking device). A 10-yr. Old ICD lead was being removed from the patient. During the procedure, a tear in the svc caused bleeding into the thoracic cavity and blood pressure loss. Patient expired before surgical intervention was initiated. No device failure was noted. Device is unavailable for analysis. The case and outcome noted in MFR. Case no. 1721279-2007-00004 three days following this serious adverse event is noted by spectranetics as unusual in frequency (2 saes in 4 days), location (same hospital and physician) and severity (both cases resulting in death) versus our post-market safety surveillance database. Root cause investigation has been initiated and further information is expected in a few days.